Event description:
It was reported that a large volume folfusor leaked from the fill port after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from september 13, 2021 - september 16, 2021. H10: the device was received for evaluation containing fluid in the bladder. Visual inspection was performed using the naked eye which observed leak (backflow) at the fill port when the fill port cap was removed. Further inspection, revealed the cause of backflow was due to a clear plastic particle measured to be 3.74 mm in length, stuck under the device check band. The particle was identified to be acrylic material via ftir test (fourier-transform infrared spectroscopy). Acrylic is the material of the stressmember. The reported condition was verified. The cause of the condition was due to small shaving from the stressmember that may have got stuck under the checkband during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.